Event description:
The rptr's husband was hospitalized because of a fall in 5/93. Because he had a history of a myocardial infarction in 1991 and was having pain in his chest and arm, (later decided the pain was due to the fall), a cardiac workup was done. During a cardiac catheterization, it was noted that ventricular fibrillation was easily induced and a diagnosis of ventricular fibrillation was made. The rptr's husband consequently had two-vessel CABG and the defibrillator placed which he was told was necessary to save his life. Two weeks after placement the rptr stated that she learned her husband had been misdiagnosed and the device was never expected to fire but was placed for comfort. At that time, this device was experimental. The rptr stated that she was sent specifications for use by the MFR and her husband did not fall into the categories. Her husband has also seen other electrophysiologists who told her that her husband did not need the device. The device was explanted in 6/94. Her husband had an myocardial infarction in 9/94, which the rptr stated was a result of a blood clot forming on the graft that was placed during the CABG procedure. The rptr stated that in 7/94, the device which now sits on her desk, started beeping 16 times, 20 minutes after every hour. She called the MFR who assumed the device was still in her husband and was told that the beeping meant that the device needed a new battery pack. The rptr was told that the life span was three to five years depending on how many times the device fired. The leads, which are still in her husband, have prevented him from having an MRI tto look into his back problems.